Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage. It was reinterrogated after two days and the voltage had not recovered. This device will be returned for laboratory analysis.